Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient cable rubber encasing around the black and white connectors on the mobile power unit (mpu) was loose.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit serial number (B)(6) was serviced at edc service center. Visual inspection revealed that the patient cable rubber sleeve was loose around the black and white connectors. The patient cable was replaced. A full functional test was performed and the mpu passed all test steps. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook rev g, section 6 entitled ¿equipment maintenance¿ (storing 6-3 and cleaning and maintaining the equipment 6-4) and instruction for use rev g, section 8 entitled ¿equipment storage and care¿ address how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook rev g and instruction for use rev g caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.